Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. In addition the customer reported a blood glucose (bg) level of 67 mg/dl, which was addressed by consuming juice. The customer did not know the cause of the low bg. Reportedly, the customer had manual insulin injections available as alternate insulin therapy. The customer declined any further follow up. Tandem technical support advised the customer to discuss low bg with a healthcare provider.